Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within an opened concerto coil inner pouch and within a resealable plastic bag. The concerto implant coil was returned within the introducer sheath. Visual inspection/damage location details: the actuator interface was found to intact and attached to the coupler tube. There did not appear to be evidence of mechanical detachment using an instant detacher at this location. The concerto pushwire was found to be bent at ~93.6cm, from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): an attempt was made to detach concerto implant coil with in-house instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire were fully seated in the instant detacher cap. The implant coil was detached without issue. Conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached with in-house instant detacher. It is possible the cause for the non-detachment are is the bend found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a concerto coil would not deploy. No other information regarding the event or the patient was provided.

Event description:
Additional information received reported the concerto coil was prepared as indicated in the instructions for use (IFU). The procedure was completed successfully using other concerto coils. The cause of the deployment failure was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.